Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended some trouble-shooting options. One of the options was to double check and re-seat the usb connections. Following this step, the error code was no longer present. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was presenting an e315 peripheral error code. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the customer had an e315 error; however; it was confirmed the customer had an e316 error which is not a reportable malfunction. B5 has been corrected with this information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e316 error occurred because the customer connected the keyboard to the wrong terminal. Upon troubleshooting, the customer connected the keyboard properly and the error was no longer displayed. Per the legal manufacturer, the customer's complaint of the e316 error has no potential to cause or contribute to death or serious injury if the malfunction were to recur. The instructions for use (IFU) provides a description of the terminal to connect the keyboard to in "section 2.3 rear panel". By doing so, the indicated event can be prevented.

Event description:
The customer experienced an e316 error when connecting the subject device.